Event description:
It was reported that a broken pin was jammed into the device corresponding therapy connector. The device could not be available for defibrillation therapy delivery in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio isolated the cause for the problem to be a broken pin inside the connector. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.